Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first band was attempted to be deployed; however, all elastic bands deployed at the same time. Reportedly, the physician withdrew the scope, and the procedure was completed with another speedband superview super 7. Additionally, there was no difficulty upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.